Manufacturer narrative:
(B)(4):the clinic is reporting this adverse event only and did not request or require field service or clinical support.all pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Corrected data: date of this report: (B)(4) 2014. Device available for evaluation: yes. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with transient light sensitivity syndrome (tlss) affecting daily activities in both the eyes approximately six weeks post treatment. The topical steroid dosage was increased. The patient had complained about increased light sensitivity. There was no loss of best corrected visual acuity (bcva) reported.